Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is currently under evaluation. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during a hip surgery on (B)(6) 2015, the broken tip of an exceed impactor stuck in the acetabular cup and was unable to be removed. No further information has been received.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to inadequate heat treatment. Corrective action has been initiated to address the reported issue.